Event description:
Rec'd a completed medwatch reporting an adverse event. As stated in the report, "pt is a chronic hemodialysis pt. As stated by the nursing supervisor, the machine and dialyzer were prepared as per facility procedure. The machine was started at 5:30 am, and the pt treatment was initiated at 6:40 am. The time the residual sterilant test was done is not documented but the results are recorded as negative. The pt's pre bp was 160/50. The dialysis, pt experienced congestion, shortness of breath and drop in blood pressure (110/50). Treatment was interrupted, blood was not returned to the pt. This resulted in a 300cc bloodloss. A new dialyzer and lines were prepared. Normal saline was administered and oxygen administered. The pt became stabilized while still at the facility. The dialysis treatment was re-initiated without further incident. Medical director's assessment "appears to be a diacide type reaction. Being fully worked up."